Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.